Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the pediatric patient underwent balloon dilatation of pulmonary artery on (B)(6) 2016 and suture was used to close the skin. Following the procedure, the patient experienced infection with staphylococcus aureus. The patient received treatment and has been discharged. Additional information has been requested.

Manufacturer narrative:
(B)(4).